Event description:
A medtronic rep reported that the monitor of the treon sys intermittently goes black. The monitor displays the message, "searching input," goes black and then comes back on. This alleged issue was reported outside of surgical use and no pt was present.

Manufacturer narrative:
No pt was present at time of alleged malfunction. All of the suspect parts were tested in house and found to be fully functional. However, the issue could not be replicated on the sys in the field after the monitor was replaced. Replacing the monitor resolved the issue.